Event description:
It was reported that the system 9800's images were bad and could not be interpreted. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. The image processor and video controller circuit boards along with the system interconnect cable were placed on order and will be replaced. No further problems are anticipated once repairs are affected.